Event description:
It was reported that an asymptomatic patient sent a remote transmission showing non-sustained lead noise. Post-paced t-wave oversensing was observed. Programming changes were recommended.